Event description:
It was reported that the ventilator generated an alarm indicating high pressure. Patient involvement was unknown. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated an alarm indicating high pressure. The evaluation of the provided logs shows that the ventilator alarmed for air supply pressure low, expiratory minute volume high, respiratory rate high and o2 concentration high. The ventilator was serviced by a third party after the incident occurred and it is unknown what service was performed. According to our field service engineer, it was not possible to duplicate the reported problem during an on-site investigation of the ventilator. In addition, the original patient circuit was discarded prior to arrival and it is unknown if the patient circuit was the cause of the reported problem. The unit passed all functional and safety test per factory specifications, returned to customer and cleared for clinical use. No parts were replaced for investigation. Therefore, the root cause for the reported problem could not be determined.

Event description:
Manufacturers ref: # (B)(4).